Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient has diabetic neuropathy in the legs that was aggravated by stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was also experiencing inadequate pain relief.

Event description:
A report was received that the patient has diabetic neuropathy in the legs that was aggravated by stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.